Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a high out of range right atrial pace impedance measurement, as well as, logged untreated stored episodes due to oversensed noise. The patient was reported as non pacer dependent and the implanted right atrial lead was confirmed a non boston scientific product. Boston scientific's technical services reviewed stored information and provided programming optimization recommendations. No resulting adverse patient effects were reported and no surgical intervention required.